Event description:
A piece of this cannula broke off in the patient's eye. The insturnemt is over two years old and is used approximately 20 times a month. The instrument is worn and it is not known if it had been repaired before.